Event description:
A malfunction code, malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and was advised to continue using it, with instructions to call back if the malfunction code recurred.